Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose in the 30 mg/dl range and did not get a low glucose alert. The customer also reported that the morning of the call, her blood glucose went up to 323 mg/dl due to the insulin pump suspending. Troubleshooting was declined. Current blood glucose level was 93 mg/dl. The device will not be returned for analysis.